Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of 3000 ohms and abnormal shock impedance measurements. A revision was performed due to a suspected lead fracture; however, when the lead was disconnected from the device and tested with the pacing system analyzer (psa), normal impedance measurements were observed. The device and lead were therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited pacing impedance measurements of 3000 ohms and abnormal shock impedance measurements. A revision was performed due to a suspected lead fracture; however, when the lead was disconnected from the device and tested with the pacing system analyzer (psa), normal impedance measurements were observed. The device and lead were therefore explanted and replaced. No additional adverse patient effects were reported.